Event description:
It was reported that a pump was having a rapid beeping alarm, which then turned into a no disposable, clamp tubing alarm. The patient switched to another pump where the alarm persisted. The patient mixed a new cassette; then the pump ran without any alarms. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Brand name, common device name, manufacturer name, city and state, expiration date, operator of device are unknown, no information provided to date.